Event description:
It was reported during the low anterior resection, the rep reported the surgical first assistant inserted the "cdh" trans-anally and the distal tip of the instrument came through the "staple line" of the rectal stump. Upon examination, it was apparent to the surgeon that there were no staples in the "staple line" at all. The surgeon believes that no staples were laid down when the instrument was fired. The surgeon was able to hand sew the opening and continue the case. The facility has requested non-destructive testing as they will be filing a medwatch.